Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4: this report is for one (1) unknown/unk - screws: 5.0 mm va locking part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3,h4, h6 the photo was returned to depuy synthes for evaluation. The depuy synthese team conducted a visual inspection of the returned device visual analysis of the photo revealed that unk - screws: 5.0 mm va locking had no defects. X-ray and photos evidence provided do not exhibit any signs of issue or malfunction within the devices, only was observed signs of usage and normal wear which could have been a result of implantation and explantation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for unk - screws: 5.0 mm va locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, there was hardware removal due to a corrective osteotomy of the distal femur. The reason for revision surgery was a corrective osteotomy. It was unknown about patient consequences. This report is for one (1) unk - screws: 5.0 mm va locking this is report 6 of 10 for complaint (B)(4).